Event description:
It was reported that the patient received a "574 error code" and experienced a loss of therapy from their implantable neurostimulator. The patient had an appointment to interrogate the device scheduled for (B)(6)-2012. It was noted that the neurostimulator would need to be reprogrammed and that there was no harm or injury to the patient. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)